Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, the pump was powered on and the display screen was found to be dim, fading and discolored. The keypad cover was found to be intact; no damage was observed. Unrelated to the complaint, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive during testing. The keypad cover was removed and contamination was found under all button contacts. Also unrelated to the complaint, investigation revealed that the battery compartment was cracked and had stripped threads. The battery cap was also damaged/stripped and was not able to secure properly in the battery compartment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.